Manufacturer narrative:
This device remains implanted, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited a premature battery depletion. A technical service consultant reviewed engineering device analysis, and confirmed device is depleting consistently and recommended device replacement. The device remains implanted. No adverse patient effects were reported.